Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a lantern delivery microcatheter (lantern) and non-penumbra guide catheter. During the procedure, while attempting to advance the lantern using the inserter through the guide catheter, the physician experienced resistance at the hub of the guide catheter and was unable to advance the lantern. Therefore, the lantern was removed and found to be collapsed approximately five centimeters from the distal tip. The procedure was completed using a new lantern and the same guide catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the lantern was kinked and ovalized approximately 145.0-149.5 cm from the hub. Conclusions: evaluation of the returned lantern revealed multiple kinks and ovalizations on the distal shaft. If the lantern is forcefully advanced against resistance, damage such as these may occur. No other devices associated with the complaint were returned for evaluation. Therefore, the root cause of resistance could not be determined. During the functional test, the returned lantern was advanced through a demonstration catheter without an issue. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.